Manufacturer narrative:
The full lead was returned and analyzed. The analysis was performed and no anomalies were found. The performance data collected from the device was received and analyzed. No anomalies were found. The left ventricular capture management was programmed off since the week ending (B)(6) 2014 and last measured threshold on (B)(6)2014 was 1.125v @ 0.4ms.

Event description:
It was reported that the left ventricular (lv) lead had high thresholds due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds due to dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.